Event description:
It was reported that the customer experienced a past low blood glucose (bg) of 11 mg/dl; cause was unknown. Due to the bg level the customer loss consciousness. Customer went to the emergency room (ER) and was treated with "sugar water" and released from the ER on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.